Event description:
It was reported that an x-ray showed the left ventricular lead dislodged into the right atrium. The lead was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.